Manufacturer narrative:
This product contains multiple medical device types and common device names. The information for the additional medical device type and common device name is as follows: medical device type: fpa common device name: intravascular administration set. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® push button blood collection set had the cap detached from the luer before opening. No serious injury or medical intervention was reported.